Manufacturer narrative:
Report date: 16sep2021.

Event description:
It was reported that the ventilator had a circuit occluded, 'shut down' and had low flow. The customer reviewed the ventilator logs and found error code patient circuit occluded and cannot reach target flow. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and was advised to perform performance verification testing and replace the flow sensor. The service engineer (se) inspected the device and found the error codes in the ventilator diagnostic logs. However, the se could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
The unit was being used on a patient at the time of the reported event. No patient harm reported.